Event description:
The customer reported being in and out of the hospital since may due to staph infections and back to back surgeries. The caller stated that she has been on and off in the intensive care unit, and she went into diabetes ketoacidosis because the infections and surgeries. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.